Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date, the device was programmed to deliver an unspecified concentration of dopamine and normal saline and the deliveries were started. No specific programming parameters were provided. In 2009 at an unspecified time, the device sounded an audible alarm tone. During the alarm condition, the nurse noted "the patient's blood pressure was labile for one and a half hours." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no medical interventions reported. There were no reported adverse patient sequelae. Though requested, no additional information was provided.